Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to moisture damage keypad traces. The pump was unable to perform operating current test or verify failed battery test due to unresponsive buttons. The pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 232 mg/dl. The customer stated that he rebooted the pump with the same battery, and the battery failed. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.